Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, self test and the error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The unit had minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother stated that the insulin pump alarm motor error three times. Caller stated that customer was hospitalized due to high blood glucose. Customer was vomiting and ketones. The insulin pump will be replaced. Nothing further reported.